Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, lot# n439672, implanted: (B)(6) 2014, product type: accessory. Product ID: 97791, lot# n439672, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information received reported the patient was going to have a revision on (B)(6) 2015 to replace his percutaneous leads with a paddle lead to get rid of the ligamentum stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain and zings in his shoulder blades when stimulation was on. The patient had some pain in his shoulders, which was worse when stim was on. This occurred about one month ago. It was reported the patient did fall off the roof of his house (while fixing a swamp cooler) a few days before the event. The patient¿s pain started about 1-1.5 months ago. The patient did state it was a few days after he fell off the roof when he started getting pain/cramping from the stimulator. This was a sudden event. Stimulation was for the patient¿s low back and legs, and the patient was getting good coverage. Group b impedance was 167 ohms. Group b was programmed as follows: 4+, 5-, 6-, 7+, 12+, 13-, 14-, and 15+. There was a bump and pain near the anchor. A bumpy anchor was reportedly used. The patient noticed the bump in the anchor area shortly after his surgery. The physician looked at it and thought it looked okay. An x-ray was performed on (B)(6) 2014 and the leads looked identical to where they were before. Additional information received reported the cause of the event was not determined. No date had been set for any action at the time of this report. The patient reportedly did not turn his stimulator on. He got cramping at about 1.5 volts, but didn¿t feel stimulation until about 4.5 volts. When the patient endured pain and turned the stimulator up to 4.5 volts, he got stimulation in the area of original pain, but the new pain/cramping was unbearable to leave on. The cramping also lasts for hours after the dev ice is turned off. The patient was not receiving effective therapy due to pain and cramping in his shoulder blades. A final outcome could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent

Event description:
Additional information was received indicating that the percutaneous leads were replaced with surgical lead. There were no system malfunctions seen intra-operatively. The patient was given programs after surgery. The manufacturer representative had not been able to contact the patient since surgery.

Event description:
Additional information was received indicating that the revision recovery was going well and that after a previous revision the patient had a lot of stimulation in the ligamentum flavum in the thoracic spine. The percutaneous spinal cord stimulator lead was explanted and a laminotomy was done to place a paddle lead at t9 and t8, and replacement of the battery. During the revision there was a mention of scar tissue that had formed from the previous percutaneous leads, and some time was spent removing as much scar tissue off the dura to allow for proper paddle placement. On (B)(4), additional information was received indicating that everything was still looking good after the patient¿s post-operative. Everything was still in place and the patient was improving.